Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited far field r-wave over-sensing. Programming changes were made. There were no patient consequences.